Manufacturer narrative:
Philips service replaced the fuse, removed confetti, and tested the system, restoring its functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that no geometry movement due to short circuit caused by confetti on a azurion 7 m20. The clinical use of the system was in use. There was no reported patient or user harm.